Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that during revision it was noted that the rod had only extended 35mm. As per the reporter, testing of the rod showed no motion in any direction. No patient adverse event was reported.

Event description:
No additional information was provided.

Manufacturer narrative:
Visual inspection revealed that the returned rod was observed to have been extended just beyond the midpoint, with score marks consistent with expected markings due to incremental distraction. X-ray images of internal components showed no obvious damage and confirm the rod has been distracted just beyond the midpoint. The rod was functionally tested and was unable to distract and retract with the external remote controller (erc) and the manual distractor. Additionally, the rod was unable to be retracted/distracted with fast distractor to perform the stroke test. The reported failure mode can therefore be confirmed, as the rod was not distracted, and it did not meet specifications. The rod was sectioned, and debris (titanium and lubricant) buildup were found, which likely caused the reduced functionality. Sectioning of the rod also determined that the distraction rod could not be separated from the housing tube without high force, which indicates bending forces were applied to the rod from patient anatomy/activity. The patient anatomy/activity may have been the likely contributing factor which caused the distraction rod to wedge into the housing tube, then causing the rod to become jammed. A review of the device history records revealed no discrepancies related to this complaint. The rods were manufactured in accordance with the specified requirements and met all of the required quality inspections.